Manufacturer narrative:
This report is associated with argus (B)(4), super poligrip (unspecified zinc free variant).

Event description:
She got diagnosed with zinc poisoning. She gets blood clots on legs [thrombosis leg]. Diagnose by the way she walked, her balance being off/in (B)(6) 2007, the first problem was with her balance. She cannot sleep at night. She cannot walk and exercise. Legs stiff she does not get up, her legs get so stiff every two hours. She has no feelings in her hands, so anything she touches. No feeling in hands and numbness. She had no quality of life/she went from being extremely active, to now being totally homebound/ [quality of life decreased]. She used to get real sharp pain in feet, like someone stabbed a knife in you. She gained 20 pounds/going from (B)(6) is a lot of weight on her. Case description: this case was reported by a consumer and described the occurrence of metal poisoning in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included wheelchair user. Concomitant products included no therapy. In 2004, the patient started super poligrip (unspecified zinc free variant). On (B)(6) 2007, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced balance difficulty. On (B)(6) 2015, the patient experienced metal poisoning (serious criteria gsk medically significant). On an unknown date, the patient experienced thrombosis leg (serious criteria gsk medically significant), difficulty sleeping, walking difficulty, limbs stiffness, loss of sensation, numbness in hand, quality of life decreased, foot pain and weight gain. On an unknown date, the outcome of the metal poisoning, thrombosis leg, balance difficulty, difficulty sleeping, walking difficulty, limbs stiffness, loss of sensation, numbness in hand, quality of life decreased, foot pain and weight gain were not recovered/not resolved. It was unknown if the reporter considered the metal poisoning, thrombosis leg, balance difficulty, difficulty sleeping, walking difficulty, limbs stiffness, loss of sensation, numbness in hand, quality of life decreased, foot pain and weight gain to be related to super poligrip (unspecified zinc free variant). Additional details, the adverse event information was received via phone on 23 february 2017. Consumer reported adverse events while using poligrip, variant unknown. Consumer could not give lot code because product was unreachable in a another room. She had no quality of life. She used the denture cream. It took 6 or 7 years and she got diagnosed with zinc poisoning. She went from healthy, played golf, tennis, traveling. She was (B)(6) and was in good shape and now in a wheelchair, waiting to die. She could not get out of the house, depending on others to buy groceries, clean her house, everything. She went from being extremely active, to now being totally homebound. She a four bedroom house and could only get in 3 rooms. Because of her work hours, she had to use it a lot. She probably used poligrip 4 years before she had the problem, not the diagnosis of zinc diagnosis. She had no feelings in her hands, so anything she touches, she had to look at. In (B)(6) 2007, the first problem was with her balance. She probably used poligrip 3 years before 2007, probably used it in 2004. The pink one (poligrip). She did not know if it was original. Her routine was getting up in 4 am, putting it on her upper denture, a little on the front and side. Then she dabbed here and there on her lower denture. The very first time she used it, it oozed out. She did not like that. Then she practiced with it. She reapplied about at 8 am, then again at noon, usually her upper, and again 4 pm or 5 pm, and got home around 8 pm. She at least used it 4 times a day. When she first got her dentures they did fit really well. Then she had to get another set. They never fit right after that. The first set, the molars wore down and was getting loose. She started using poligrip 5-6 months before her second set. Her 1st set was in (B)(6) 1998, (B)(6) 1999 they were still okay. In (B)(6) 2008, she got new dentures. Between (B)(6) 2007 and (B)(6) 2008, when she got new dentures, she was still using poligrip. The dentures now were the same since 2008 and very loose. She went back to doctor who said he wanted it relined but she said new dentures should not be relined but refitted. He did this and that but they were never right. He knew they were too big for her mouth and did not fit. Meanwhile, she kept using the denture cream. Her zinc poisoning was finally diagnosed on (B)(6) 2015. She had gone to a fifth neurologist. She gone to two general practitioners, four neurologists. She had always been so healthy. First went to doctor he took a blood test. The doctor took 3 bottles of blood to test. She asked for the zinc test, but he never ran the test and did not know that until two years ago. He said you have zinc poisoning beyond a shadow of doubt, the poster child for it. At the time, she was in a wheelchair and could use a walker but now she could not do that. He had her stand up and walk around and he knew about it. By this time, her zinc and copper levels were back to normal because now using zinc free products. The levels were in the okay zone. So they could not do anything now for her. They only gave heavy metal tests for lead and gold, but never zinc. He could diagnose by the way she walked, her balance being off, everything, no feeling in hands and numbness. On (B)(6) 2007 was the first doctor appointment. Monday morning, she woke up, lying in bed, she knew something was wrong with her. She sat up to stand up, her balance was really off, and there was no feeling waist down and in her hands like how your foot falls asleep. This was just overnight. She went to sleep sunday night feeling fine. Woke up monday with no feeling waist down to the toes and no feeling in her hand. She had to use hands against wall to just walk. At that time she was still driving, except balance off and no feeling. Then feeling got worse, now she had no feeling from hands to the armpits, and still no feeling waist down, and balance was completely worse. They did not know what it was not until on (B)(6) 2015, so she kept on using poligrip. She went through mris, spinal taps and sonograms. She was in a wheelchair all the time. She got blood clots on legs because she could not walk and exercise. She gained 20 pounds and never been this fat in her whole life. She tried eating half a tv entre to avoid gaining weight. She went from size (B)(6) and that was big for her. Going from (B)(6), was a lot of weight on her. She was (B)(6). When she retired at (B)(6) and 3 months later, she got this. The doctors did not know if it would go to her heart, brain, or spinal column. Every 6 months, something happened. She used to get real sharp pain in feet, like someone stabbed a knife in you. By the time she said, the pain was gone, it happened every 3 seconds. She could not sleep at night. If she does not get up, her legs get so stiff every two hours. She stands up in her wheelchair and then a walker into the bathroom to take 5 steps to the toilet and walk back, which was all she could do. Sometimes she fell back on the toilet due to balance, especially when she looked up. The action taken for super poligrip (unspecified zinc free variant) was no change.